Manufacturer narrative:
The field service engineer (fse) replaced the gas delivery system to address the reported problem.

Manufacturer narrative:
A follow up report will be submitted once the investigation is complete. Patient information was requested and the customer did not provide.

Event description:
The customer reported that the ventilator alarmed with o2 device failed occurrence. The unit was in use on patient, but there was no patient harm.